Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately on (B)(6) 2010 at an unspecified time. The patient reported she obtained an alleged inaccurate result with the subject meter; however she was not able to specify the result. The patient informed the cca that she manages her diabetes with insulin pump. As a result of the alleged issue, the patient claimed she increased her dose of medication (type and dose unknown). The patient claimed 2 hours after the alleged issue began, she was completely out of it and she passed out. On the same day, an unspecified time, the patient stated emergency medical services (ems) came and she was treated with IV glucose. The patient claimed she was tested on the ems meter and obtained a reading of "18 mg/dl or 19 mg/dl" at an unspecified time. At the time of troubleshooting, the cca was able to verify the unit of measure was set correctly at the time of testing. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received treatment after the alleged meter issue began.

Event description:
The customer reported that the alarm has no power when tested with new batteries and a test strip. The customer detects no visible damage to the alarm case but when it is shaken, something inside the alarm rattles. There was no pt incident or injury reported. Inspection of the product found that the alarm powers on but has no alarm tone.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as spc pin 2 high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case was tested and the alleged complaint was not confirmed. However, a secondary issue was found where spc pin 2 was high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510 (k) is k073231.